Manufacturer narrative:
Bsc aware date corrected from 05/20/2020 to 12/10/2019. (B3) date of event corrected from (B)(6) 2020 to (B)(6) 2019 - used the 1st day of the month of the bsc aware date as no event date was provided. (B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that a part of the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that a part of the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.25 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal and mid stent region were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a tear in the shaft polymer extrusion starting close to the exchange port and with the corewire exposed. No other issues were identified during the product analysis. Bsc aware date corrected from 05/20/2020 to 12/10/2019. B3: date of event corrected from (B)(6) 2020 to (B)(6) 2019 - used the 1st day of the month of the bsc aware date as no event date was provided. Date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device is a combination product.

Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 32 synergy drug-eluting stent was selected for use. However, during preparation, it was noted that a part of the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.